Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion in the afs of a patient using admiral xtreme dilatation balloon catheter. It was reported that the balloon burst during procedure. There was no resistance noted at the time of balloon insertion. There was no friction with the guidewire or the guide catheter/introducer sheath reported. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Evaluation summary: the device returned covered by hardened blood. No kinks or other abnormalities were detected during the tactile inspection. An attempt was done to advance a guide wire (0,035") in the device, the test failed due to hardened blood inside the guide wire lumen. A purging test, application of negative pressure, was carried on the device and no leak noted. The balloon was also inflated to 6 bar and stream of bubbles was noted in the balloon. Magnifying the balloon under the microscope showed a pin hole correspondence to the distal marker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.